Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic with high pacing lead impedance and elevated capture threshold. Device was reprogrammed. The physician is closely monitoring the patient via merlin.

Event description:
New information received notes that loss capture at max outputs was observed. The lead was capped and replaced. The patient was discharged with stable vitals.